Event description:
It was reported that pump displayed malfunction motor alarm and battery was not charging, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted Technical Support, received instructions to reset pump, and successfully reset pump with assistance; no additional information was received regarding further outcome of event.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.